Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedances, measuring 128 ohms. Boston scientific technical services (ts) discussed that this rv lead is a single coil, and it is not uncommon to see the impedances in the 130 ohms range. Ts recommended continuing to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported.